Manufacturer narrative:
The insulin pump alarmed a35 during motor rewind due to encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test, self-test, a21 test and all the operating current test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.